Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the device is unable to drain buretrol fluid into the bag. This is the third reported occurrence involving three (3) different patients. It has been further stated that the csf does drain into the burrette adequately. The drainage tubing set was exchanged. No patient injury has been reported; however, there is potential for contamination to the patient.